Manufacturer narrative:
(B)(4). The device has been requested for return. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
The extracorporeal circulation was finished as usual. While the customer was clearing the device, the sudden changes in the patient's condition was observed. As the customer needed to put the patient back to the extracorporeal circulation, s/he reprimed the oxygenator (hmo70000), which was used for the initial extracorporeal circulation and used again. During re-priming, the air came out completely on the blood inlet side, however, it remained a lot on the upper part of the blood outlet side. It seemed that protamine didn't come into the circuit when the initial extracorporeal circulation was finished. (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. During rinsing the product with water for cleaning purposes a leakage at the cover housing of the gas side was detected. An additional complaint will be opened in order to track and trend this failure . Thereupon a circuit was created with a roller pump and the product was filled. No abnormal de-airing behavior could be determined. No air bubble accumulation on the arterial side was observed. Thus the reported failure "air on upper part of blood outlet side" caused by a malfunctioning de-airing membrane could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).